Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was over 600 mg/dl and the cause was not known. The customer changed out the infusion set and an insulin injection was administered to address high bg. A pump system check was performed and there was no issues identified with the pump. Tandem technical support advised the customer to discuss the event with a healthcare provider.